Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a tibial trial fractured during surgery. There is no additional information available.

Manufacturer narrative:
Visual examination of the returned device found, signs of repeated use. And has a piece fractured off. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations/anomalies identified. The device has a potential field age of seven years. And exhibits signs of repeated use. The reported event is attributed to wear and tear of the device. If any further information is found, which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.